Manufacturer narrative:
(B)(4). Incomplete cycle, drivers, cartridge, pan. Batch # m5217g. The analysis found that one pse45a device was returned in good visual condition and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An ecr45g cartridge reload was received partially fired 1/2 consistent with an incomplete or interrupted cycle. In addition the returned reload was noted to have cartridge deck and several drivers damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run. Additionally proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please note that if the instrument is partially fired, remove the instrument and slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The device was disassembled to reset the bailout system and the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted during the functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a video assisted thoracoscopic lobectomy procedure, after firing, the device cannot open. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: was the device locked on tissue with the jaws closed? No. What color cartridge was being used? Green cartridge. Was buttressing material utilized? No. How was the procedure completed? Used the manual rotary knife and used another pse45a to completed this procedure.